Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was greater than 600 mg/dl with moderate ketones. Customer administered a manual insulin injection to address elevated blood glucose. Customer reverted to manual insulin therapy.

Manufacturer narrative:
H6 remove (2364 patient code).